Event description:
It was reported that the clinical study patient,(B)(6) study, was experiencing shocks from the implantable pulse generator (ipg)which were mild in severity. The patient underwent an epidural steroid injection and will continue to receive injections as treatment. The event was assessed as possibly related to the device.